Event description:
It was reported that following the implant, the patient developed a hematoma. The physician added a further suture to the implant site, and the event was determined to be resolved. The device remains in use. The patient is enrolled in the system longevity study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).